Event description:
It has been reported that additional surgery time was required, because the surgeon notched the femur approximately 2mm. The surgeon stopped the surgery and closed the patient. A total knee was completed the next day with a legion femoral component, and a 16 mm by 120 mm stem to bridge the area of concern of the notch to prevent a potential femoral notch induced fracture. The patient had to wait 23 hours in the hospital for completion of the total knee.

Manufacturer narrative:
Na